Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our investigation was inconclusive due to case logs from the procedure not being provided despite multiple attempts. The description provided states that there were multiple instances of excessive deflection warnings which led to navigation showing the screw placement as high and medial of the pedicle. Excessive deflection force on the end effector may cause skiving depending on the technique of the user. Skiving can lead to the misplacement of screws. The cause of the reported issue was traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand using fluro.